Event description:
Device was applied during a laparoscopy, hysteroscopy, loa, right ovarian cystectomy, left ovarian endometriosis and d&c. The procedure was complete without incident and the pt was discharged. 10/10/96 pt returned with the complaint that she was unable to void and passing out. She was re-admitted. A hematoma was noted at the umbilical. At 5:00pm the pt was brought into the o.r. With bleeding at the trocar site.